Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Restenosis, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Possibly the dyspnea is a secondary effect of the restenosis which required hospitalization. A conclusive cause for the reported pt effects and the relationship to the products, if any, cannot be determined. The other two xience v everolimus eluting coronary stent systems indicated are being filed under the same part number.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: restenosis resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of the distal, mid and proximal rca with 3 xience v stents. No procedural complications were reported. In 2009 the pt was admitted to the hospital with shortness of breath and was then transferred for a cardiac cath for further evaluation. Angiography revealed that the 3 xience v stents placed in the rca in 2008 were occluded (restenosed). No further intervention was performed. The pt is under medical management as per the doctor. No additional event or pt info is available.